Event description:
The manufacturer received information alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error code related to the machine flow sensor was observed on the device. Evt_mach_flow_drift_high means the machine flow sensor railed to maximum positive value. The device's machine flow sensor was replaced to address the issue.